Event description:
It was reported that during follow up, high capture threshold and low sensing were observed. The lead was explanted and replaced. There were no adverse consequences and the patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description : analysis was normal. No anomaly was found.